Manufacturer narrative:
(B)(6). Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in 1987. The patient developed an infection in the scrotum and wanted to visit a physician with experience in aus. Boston scientific distributor guided the patient with an experienced physician.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). B3 date of event: the exact event date is unknown the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in 1987. The patient developed an infection in the scrotum and wanted to visit a physician with experience in aus. Boston scientific distributor guided the patient with an experienced physician. The infection was treated by removing the aus and antibiotics were administrated. The patient is not willing to replace the aus. The infection healed.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in 1987. The patient developed an infection in the scrotum and wanted to visit a physician with experience in aus. Boston scientific distributor guided the patient with an experienced physician. The infection was treated by removing the aus and antibiotics were administrated. The patient is not willing to replace the aus. The physician expects that the wound will heal.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.